Event description:
Customer initially reported that their abbott diabetes care device did not power on. The product was returned and investigated for the power issue, however during investigation, the reader became too hot to hold while charging. This report is being submitted due to the additional issue observed during returned product investigation. There no was no report of fire, smoke, explosion or shock. There was no report of death, serious injury, or mistreatment associated with this event.

Manufacturer narrative:
The reported product has been returned and investigation is currently undergoing investigation. There was no report of death, serious injury, or mistreatment associated with this event. All pertinent information available to abbott diabetes care has been submitted.